Event description:
Pt with history of patellar fracture s/p open reduction and internal fixation with cerclage wires. One of the pieces had become loose and the pt reported pain. Hx s/p patella fracture orif and redo several months later at another facility 2 yrs ago. Fracture healed therefore underwent removal in 2002.